Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was sent to the manufacturer in segments. Primary finding was no anomalies found. It was noted that the conductors were distorted, there was blood/fluid on the proximal conductor and on the helix/lobe mechanism and the outer insulation was breached cut.

Event description:
It was reported that the rv lead impedance was greater than 3000 ohms with no capture and was likely due to subclavian crush. The lead was removed and replaced. No patient complications have been reported as a result of this event.